Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosisadditional text: pump clotted off; pump clotted offspecific component(s) involved: pump drive unit malfunctionadditional text: pump clotted offother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : turned pump off, palliative care consultedimplant device type: lvadmalfunction device type: